Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up. The right atrial lead exhibited noise which could be reproduced . On (B)(6) 2016 the lead was successfully repositioned. The patient was in good condition post surgery.

Event description:
New information received on 06/15/18 revealed that review of a merlin.net transmission from (B)(6) 2015 suggested that the atrial lead noise occurred due to lead insulation damage. The patient would continue to be monitored.